Event description:
In was report that, on a prodisc-l procedure at levels l5-s1, the surgeon had implanted the superior end plate and the inferior end plate. Then the surgeon loaded the poly inlay and attempted to insert it, but could not get it to seat completely. He removed the poly inlay. He then loaded the 2nd poly inlay into the holder, and as he was inserting it, the 2 implant tines on the holder broke off. Both tines were retrieved. The surgeon then removed the superior and inferior plates, and the 2nd poly inlay. Surgeon opened a new pdl implant set and instrumentation, and then completed the procedure with no further problem. There was no harm to the patient. This is report 3 of 3 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is used for treatment not diagnosis. (B)(6). During pre-repair assessment performed by a technician, hardness testing was performed and revealed that the hardness of the device was adequate. The device broke due to too much force being applied. The complaint was deemed invalid. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.